Manufacturer narrative:
Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient was seen in-clinic for routine device check. Intermittent high and unstable right ventricular (rv) thresholds were noted, with intermittent capture at times with high output. A chest x-ray confirmed lead dislodgement. The patient had no symptoms and admitted to having played golf within two weeks of implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.